Event description:
(B)(4).

Manufacturer narrative:
We followed up with the customer, and they indicated that their issue with their monitor display was resolved replacing the video converters.

Manufacturer narrative:
Additional manufacturer narrative: the device related to this complaint was returned and evaluated. The customer complaint was confirmed and the cause was the hard drives had failed. Both of the hard drives were replaced and the device was returned to the customer on 08/06/2015.